Manufacturer narrative:
The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis). Two gore® excluder® endoprosthesis (contralateral leg endoprosthesis). Gore® viabahn® vbx balloon expandable endoprosthesis. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on may 8, 2025, from the imedidata study database: on (B)(6) 2025, this 66-year-old male patient underwent an endovascular procedure for an abdominal aortic aneurysm (no iliac involvement). The patient was treated with a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and two gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis) devices in the right and left common iliac arteries as landing zones. An type 1a endoleak was seen on the gore® excluder® conformable aaa endoprosthesis as it was reportedly placed not close enough to the renal arteries. Therefore, a gore® excluder® conformable aaa endoprosthesis (aortic extender - cxa280005e) was used as extension and resolved this type 1a endoleak during procedure. This aortic extender device was however partially covering the right renal artery resulting in a mild stenosis of the right renal artery. For this reason, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was placed in the right renal artery, dilated to 6 mm, restoring blood flow. The procedure was concluded without endoleak and with normal perfusion of the right renal artery. The patient is doing well.

Manufacturer narrative:
Corrected h6: added health effect - clinical code e0519. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d1102 and d12, code d16 is no longer applicable. The cause of the reported coverage of the right renal artery, is attributed to the placement of the gore® excluder® conformable aaa endoprosthesis (aortic extender). The gore® excluder® conformable aaa endoprosthesis instructions for use (IFU) provides the following warning: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur.